Manufacturer narrative:
Summary of investigation: there are previous confirmed complaints of this code batch regarding the same issue of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample, only a picture showing two open samples with the needle detached from the thread (thread still wound on the pack). Although without any closed sample we cannot carry out an analysis in order to take a decision, taking into account that the open samples of the pictures received show the needle detached from the thread and the thread still wound on the pack and that there are previous confirmed complaints regarding the same issue for this code-batch, we consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the samples received in the previous complaints showed that the needle escaped from the thread. Final conclusion: taking into account the pictures received showing two defective samples, we conclude that this complaint is confirmed by evidence of the failure in the picture received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the suture detached from the needle hub, they immediately replaced it with another one.